Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath and fatigue. It was found that there was elevated rv threshold on the right ventricular (rv) lead. It was noted that the rv lead has a history of elevated threshold and that this was a progressive rise in rv threshold. The rv lead was programmed off and the patient is currently programmed for left ventricular (lv) lead pacing only. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.